Event description:
The user facility reported that within the first five minutes into a therapeutic endobronchial ultrasound (ebus) procedure, they experienced a complete loss of image. The image could not be recovered, and the procedure was aborted. There was no pt harm reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for eval. The eval could not duplicate the user's report of image loss. The image was noted to have a slight stain. The charged coupled device resistance values were noted to be within standards. There was no evidence of fluid invasion inside the electrical or endoscope connectors, and the device reportedly passed leak testing. No broken image guide fibers were observed. Minor scratches were noted on the insertion tube, and dents and scratches were found on the light guide tube. The cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.